Event description:
On (B)(6) 2013, nova biomedical rec'd a call from ems personnel on behalf of a consumer. The consumer appeared to be experiencing symptoms of hypoglycemia when her blood glucose results on her nova max blood glucose meter were on the high side. When the ems personnel arrived at 1:15am they performed a test on this consumer getting a result of 29 mg/dl on their blood glucose meter. Ems declined to give any info regarding the consumer or the event stating it would be in violation of hippa regulations. During the call to customer support, it was revealed that the consumer was using expired test strip, which may contribute to the loss of integrity of the test strips. This is being reported as an adverse event under the FDA medwatch regulations. The meter will be returned for evaluation. The test strips were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any add'l significant findings be a result of that investigation, a follow-up report will be filed.